Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small amplitude signal and t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options and noted the events appear to show an intermittent bundle branch block. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing from low amplitude and wide complex morphology change. The s-ICD system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small amplitude signal and t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options and noted the events appear to show an intermittent bundle branch block. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to small amplitude signal and t-wave oversensing. Technical services (ts) was contacted, and ts discussed programming options and noted the events appear to show an intermittent bundle branch block. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the patient received another inappropriate shock due to t-wave oversensing from low amplitude and wide complex morphology change. The s-ICD system remains in service. No additional adverse patient effects were reported.